Event description:
It was reported that the patient presented in clinic for a routine follow up. Undersensed r-waves resulted in inappropriate atp and high voltage therapy. Programming changes were performed. Patient to be monitored.

Manufacturer narrative:
No medwatch form was received.